Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to corroded keypad traces. No button error alarms or frozen screens were noted. The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No moisture was noted on electronic or motor assemblies. Unit received with missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported that she was hospitalized due to low blood glucose diabetic coma. Customer's blood glucose reading at the time of hospitalization was 69 mg/dl. Customer stated that the insulin pump was alarming button error and the buttons were sticking and not responding. Customer also stated that her infusion set cannula was bent when it was removed at the hospital. Nothing further was reported.